Manufacturer narrative:
The user facility did not request service, a replacement standby valve coupling was ordered and repair of the compressor was performed by themselves. A picture was provided showing the broken standby valve coupling. A broken standby valve coupling may lead to stop of ventilation, since compressed air will not be delivered from the compressor. Alarms for low pressure will be generated. No parts were returned for investigation. The root cause of the reported broken standby valve coupling has not been determined.

Event description:
It was reported that the standby valve coupling in the compressor was broken. There was no patient involvement. Manufacturer's ref #: (B)(4).